Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the lead had a short and that they can try to increase to 10.2 to try and get pain relief but it was not helping. The patient noted that their doctor did not seem to know what to do. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the new implant is higher than the last one and it felt like it was going to pierce through their skin. The patient stated it was really painful. The patient felt like the implant was cutting in and out almost like there was a short. The manufacturer¿s representative (rep) put the patient in hd programming, but the patient was not sure if the device was working since they can¿t feel stimulation and it keeps cutting in and out. The patient was scheduled to see the rep next week to determine how hd settings helped. No further complications were reported.